Event description:
It was reported that 19 days post lead implant procedure, the deep brain stimulation (dbs) patient was found unresponsive after suffering a fall wherein he hit his head while he was getting out of a vehicle or wheelchair. En route to the hospital, the emergency medical service personnel intubated him. The patient was hospitalized as he suffered a subdural hematoma, and he had to undergo a surgical evacuation to drain the hematoma. The patient remains intubated and, in a coma, he is not expected to recover from his event. The physician assessed that the fall was likely a combination of the patients disease/imbalance and the dbs surgical procedure. The system was never programmed or activated. The event is ongoing; however, no additional steps will be taken and the patient is expected to expire.